Manufacturer narrative:
The technician replaced the siderail end tube to repair the stretcher.

Event description:
Info received indicates the right head siderail will not latch due to a broken end tube.